Event description:
The consumer reported that there were sparks coming out from the charging cord and it caught on fire. There was no report of injury or property damage.

Manufacturer narrative:
The event date is approximate. Product was not returned to confirm a malfunction has occurred. .